Manufacturer narrative:
This is default text configured for block h10.

Event description:
Medication is not coming out from the inhaler [product delivery mechanism issue] no adverse event [no adverse event] . Case narrative: this initial spontaneous report concerns of event product delivery mechanism issue and no adverse event in a female patient (age and race were not reported) from the united states. The patient's age at the time of event experience was not reported. On 12-jun-2026, amneal pharmaceuticals received information from the patient via telephonic call concerning above-mentioned adverse events experienced by the patient while on amneal's albuterol sulfate inhalation. On an unknown date in (B)(6) 2026, the patient was being treated with albuterol sulfate inhalation 90 mcg (ndc: (B)(4), batch number: a125019 (box 01), a125018 (box 02), expiry date: oct-2027 and serial number: (B)(6) for an unknown indication. Current condition, co-suspect medication, concomitant medication, historical medication, medical history, history of procedures, allergies, smoking/alcohol consumption, recreational drug use, and laboratory tests were not reported. On (B)(6) 2026, the patient received 03 sealed medication boxes from and on unknown date of (B)(6) 2026, she started using her medication and stated that while using it she observed that the medication was not coming out from the inhalers and she did not provide information on the dose counter. She was having 01 unused medication box. She had followed all the instructions on how to use and how to clean the medication after use as per the package insert. She wanted to return 02 defective medication inhalers along with 01 unused medication box. Last action taken with albuterol sulfate inhalation in relation to product delivery mechanism issue and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of product delivery mechanism issue and no adverse event was unknown. The reporter did not provide the causality of event product delivery mechanism issue and no adverse event with albuterol sulfate inhalation. Review of complaint data revealed multiple reports describing a similar issue across several product lots, indicating a potential trend. Based on this trend, the case has been assessed for as a potential malfunction. This case is considered as serious. The reportability of this case is expedited (malfunction report).